Event description:
It was reported that, the surgeon inserted a cq2015 collamer three piece lens and the lens tore. The incision was enlarged to remove the lens and another lens was implanted. Sutures were not required. The reporter stated that, the cause of the lens tear was due to the lens being loaded improperly.

Manufacturer narrative:
Results: visual inspection of the returned product found the lens optic torn into two pieces. A piece of the lens optic was torn off and missing. There was evidence of clear surgical residue. Conclusions: the root cause of the lens being torn was due to the lens being loaded improperly. It should be noted that the injector and cartridge were not returned for evaluation.